Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with approximately 100 units of insulin. Customer's blood glucose level was 334 mg/dl. Reportedly, the customer added insulin to the cartridge and successfully resumed insulin delivery.